Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation and the customer¿s complaint could not be confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer attended an olympus workshop and in discussion reported difficultly when using the single use aspiration needles. When the needle is used after the first time during a procedure, then put back down the scope and pulled out, the sheath is stretched. The customer was unable to confirm when this last occured, how many times, which users or batch/lot numbers. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" field was corrected due to incorrect country code. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Due to no device return, the complaint could not be confirmed, and potential causes of the reported failure could not be determined. Olympus will continue to monitor field performance for this device.